Event description:
The customer reported poor image quality during inspection for use involving an olympus laparoscope (gynecologic). There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. E1:(B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube was dented. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.